Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (beijing) sales & service co., ltd(ocsm). When ocsm reinstalling the cpu of the subject device, the subject device was worked fine. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from ocsm, there was the possibility that the reported phenomenon was attributed to the following causes. -failure to turn on the power might be caused by contact failure of the cpu. Contact failure of the cpu might be caused by adhesion of dust or high humidity.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus trading (B)(4) (osh) found that the device didn't turn on. There was no report of patient injury associated with this event.